Event description:
Customer reported the insulin pump alarmed button error. Customer stated the buttons on the device haven't been responsive and it alarmed. Customer's blood glucose was 160 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switches. The insulin pump was also received with a cracked reservoir tube lip. No button error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.